Event description:
The infusion pump appeared to be operating for one to two hours; however, no delivery of a pitocin solution occurred. No additional specific clinical information obtained. No patient injury resulted.